Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 490 mg/dl and the customer changed the pump supplies to address the issue. Reportedly, the customer went to an urgent care facility with a blood glucose (bg) level of 560 mg/dl where she was. Emergency medical service (ems) was called and treated customer with intravenous fluids of nausea medication and insulin. Customer was later ems transported the customer to the emergency room (ER) and was subsequently hospitalized with a blood glucose level of 560-570 mg/dl, and ketones. Customer was unsure of the ketone level. Customer was treated with intravenous fluids of saline and insulin, zofran, potassium, magnesium and morphine. Ultimately, the customer reverted to an alternate form of insulin therapy. Upon follow up from tandem technical support, the customer¿s blood glucose level was 490 mg/dl and the customer declined to provide further information.